Event description:
It was reported that the right ventricular lead impedances had increased slowly over time and is high. The thresholds had also risen. Further evaluation will be performed by the physician. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.